Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The ventilator displayed reset. No patient harm reported.

Manufacturer narrative:
Na